Event description:
A lesion with approximately 90% stenosis planned to be treated with a resolute integrity rapid exchange (rx) drug-eluting stent. The lesion was predilated and no issues were noted prior to use. The stent was advanced to the stenosed vessel but could not cross the lesion. It was reported that no resistance was felt prior to reaching the lesion. The stent was removed, and it was found that one of the stent struts was bent. A second resolute integrity rx stent was successfully deployed to treat the patient. No clinical sequelae were reported. Device evaluation: the distal tip was flared and damaged. The proximal pillow balloon folds were partially opened. One strut on the 1st proximal stent segment was raised.

Manufacturer narrative:
(B)(4). Evaluation, results: stent deformation and failure to deliver stent; 90% lesion stenosis. Conclusion: device failure/lack of effectiveness related to patient condition (90% lesion stenosis).